Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch 600481) was examined visually under magnification. The part fractured into three pieces which had oblique, lightly textured fractured surfaces and no signs of ductility, suggesting that a brittle torsion fracture may have occurred. These kinds of fractures can be caused by excessive stress applied across an unanticipated axis, intense strain on the material, and increased torque during insertion. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated to 3331 and 10. Investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery when implanting the screw the driver tip broke off. The driver tip broke off high enough that the surgeon was able to use a heavy needle driver to remove the broken piece from the screw. It was also reported that the screw was flush with the plate and no other adjustments were needed. The surgery was completed with no delays. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00482 for the screw involved in this event.